Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert and failed battery test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the insulin pump was giving motor errors and button errors. Insulin pump was also having issues with battery longevity and no delivery and failed battery test alarms. Blood glucose was unknown at the time of incident. Troubleshooting did not occur. Product will not be returned for analysis.